Event description:
Patient initial implant on (B)(6) 2011 of 28 mm bifurcated device and an aortic extension. During a post-operative follow up the computed tomography scan revealed a distal type I endoleak in left iliac. On (B)(6) 2012, the patient was treated with 20 mm limb extension which corrected the endoleak. The limb extension was ballooned after the implant obtaining good seal. No endoleak was seen post procedure. It was reported that the patient's anatomy may have contributed to distal type I endoleak as the aneurysm had grown after the initial implant. Patient tolerated the procedure well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Endoleaks are a known risk of the procedure. Actual device not returned hence no device evaluation performed. No conclusion can be drawn. Device not returned for evaluation.